Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the "customer is receiving a speaker malfunction error on mp2". No pt harm was reported.